Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-03330.

Event description:
Legal case ¿ USA (mdl no. (B)(4)) it was reported via legal documentation that approximately 46 months after a left total hip replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, and weakness which in turn negatively affected patient's mobility and quality of life. No further issues or complications were reported. No additional information is available. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k121392. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k121392.

Manufacturer narrative:
Concomitants: (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14 (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm (B)(6) 186-01-48 - integrip cc, cluster 48mm, g1 (B)(6) 190-31-04 - alt ha s clr ext sz 4. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.